Event description:
Tandem x2 insulin pump malfunctioned and gave me a control iq bolus when it shouldn't have. Tandem denies any issue and said dexcom projected my blood sugar would spike based upon a calibration. That leads to more issues as the dexcom sensor was only on for 45-60 min after warmup and the calibration they state impacted my pump occurred an hour after the fact. For some reason there is an hour discrepancy with what tandem shows and what actually happened. I have proof of the timeline yet tandem denies any issue. The pump also unlocks and enters into screens when in my pocket, tandem said I'm either not locking it and bumping it or I am pressing the screen intentionally as their logs show buttons are being pressed. The pump is locked and not being touched by me when this occurs. Multiple error codes on pump during time of starting new cgm sensor (c12) I went through 3 sensors, all reported to both tandem and dexcom. Dexcom stated it's an issue with the pump.